Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crv received information that this right ventricular lead dislodged and displayed intermittent loss of capture one week post implant. A successful repositioning was done. To date, there have been no adverse patient effects reported.